Event description:
Customer stated that during testing prior to a procedure, the device operated automatically without user activation. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed that the needle valve was bent.